Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the nurse came into the room and found the patient laying on the floor. Allegedly the exit alarm did not go off. It is unknown if the patient had tried to leave the bed or fell out of the bed. The nurse said that the patient had tried to leave the bed before. The evaluation of exit alarm did not reveal any malfunctions. The patient passed away the same day the fall occurred, however the nurse confirmed that the death was not related with the event. The patient was on hospice and at end of life. No injuries were sustained as a result of the fall.

Event description:
Following the customer's allegation the patient was found lying on the floor when the nurse came into the room. Allegedly, the exit alarm did not activate when the patient got out of bed . It was reported that the patient previously had tried to leave the bed, however in this exact event it is unknown whether the patient has made another such attempt or fell out of the bed. The customer¿s representative stated that the nurse set the alarm properly before. It was reported that the side rails were securely locked in the up position. The device was taken out of use. No injury was sustained. The arjo service technician performed an evaluation on the claimed bed and there were no visible signs of damage (no scratches, dents, or any wear and tear). The inspection of the device revealed that the batteries were expired and non-functional when the bed was unplugged. It was established that the nurse call cable was not properly secured to the outlet on the wall because there were broken screws in the outlet. All other functions of the bed were working correctly. The function test confirm that the egress alarm was working properly. While gathering information to this event, the customer admitted that after the event, the alarm could be turned on and it activated when weight was being removed.

Manufacturer narrative:
The nurse call cable, which is connected to the customer¿s internal call system, was not properly secured to the outlet on the wall, due to broken screws in the outlet. It is suspected that lack of connection may cause that the alarm, which was activated, was not heard through the customer¿s internal system. As for non-functional battery, we concluded that is unlikely that it could affect the activation of the exit alarm. The bed's electrical functions work properly when the bed is connected to the electricity supply. This product was serviced by the 3rd party service provider. According to the customer¿s allegation, the patient made a deliberate attempt of exiting the bed previously, therefore it is suspected that the patient could make another attempt to get out of bed and eventually fell on the floor. The bed egress alarm allegedly did not work during the incident, but it was not confirmed during the bed inspection. The alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. The instructions for use for enterprise 9000 (document number: (B)(4)) instructs the user as follows regarding usage of safety side: - ¿ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position.¿ - ¿safety sides are not intended to restrain patients who make a deliberate attempt to exit the bed.¿ - ¿enable the patient egress detection system and check that the patient egress alarm is triggered when the person gets off the bed - yearly.¿ to sum up, based on gathered information it can be concluded that the patient fall could be a result of deliberate attempt to leave the bed although side rails were in raised position. The device was used for a patient treatment when the event occurred and therefore was involved in the event. Arjo device failed to meet its performance specification since the patient fell from the bed. This complaint is deemed reportable due to allegation of patient's fall from the bed.